Event description:
It was reported via repair work order that the bed had intermittent power due to the main power cord power prong being bent. It was also reported that the footboard lid was missing which caused exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.